Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample transfer unit to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for multiple chemistries on the au680 clinical chemistry analyzer. The customer did not specify if the erroneous patient sample results were reported outside of the laboratory. There were no reports of any change or impact to patient treatment.